Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the customer received with post reset activity for user settings error alarm. The blood glucose was 125 mg/dl at the time of the incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The pump alarmed rf pic failed selftest during self test due to a faulty component on the radio frequency board. Pump was unable to prime during the prime test and motor error alarm during basic occlusion test due to a faulty force sensor resistor. Pump passed idle current test, run current test, off no power test, unexpected restart error test and displacement test. Unable to perform occlusion test and no delivery test due to prime anomaly. Motor passed motor test.